Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose exceed 300 mg/dl while wearing the pod for less than an hour. Patient's wife determined the pink slide was not in the transparent square. They stated it was in the middle of the pod, therefore the needle did not deploy fully. A manual injection of insulin was given and a new pod was applied.

Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in a needle mechanism failure. The download data revealed that the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence.